Event description:
Forty-five minutes after insertion of the iab, a balloon leak was suspected. Because of this, the iab was removed and replaced. The pt later expired of causes unrelated to this event.